Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the reservoir lip ring was broken and falling off. The customer¿s blood glucose level was 350 mg/dl. The customer also reported that the insulin pump has cosmetic damage. The customer reported that the reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.